Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed all supplies and successfully resumed insulin. The customer stated that their blood glucose level was between 70 and 240 mg/dl. As the customer changed supplies and did not contact tandem technical support at the time of the issue, troubleshooting was unable to be performed.